Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No problems were found in the event history log. Visual and functional tests were performed. The error code was found in the device's menu. The dso sensor will be replaced to fix the issue.

Event description:
It was reported that the device gave the error: lec b568. There was no patient involvement.